Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that the pump issue , serious injury- unspecified issue was not determined. The reported issue that there was the pump issue, serious injury- unspecified issue could not be confirmed. No further investigation of this event is possible at this time. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving low blood pressure/hypotension, unexpected medical intervention, minor injury illness impairment, insufficient information, device not returned, no findings available, cause not established.